Manufacturer narrative:
Additional information : common device name. Correction : concomitant med prod data. Correction : reason code for no evaluation - if other specify. Additional information : imdrf annex a and g codes. Although requested, product has not been received.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿nicu nurse touched carefusion 3030 alaris alans pump module 8100 to reset it, and immediately alarmed a communication error. Pictures of inter-unit interface (iui) taken and discussed with unit manager. Magnification shows "flattening" and "fraying" damage to the plastic surrounding the metal on some of the ribs of the iui connector this finding has previously been described as contributing to "communication" errors. Typical end users are not able to detect this damage it is difficult to detect even when fully aware of what to look for. There was patient involvement but no patient harm."

Manufacturer narrative:
Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 25oct2011. The review was performed from the date of manufacture to the present date 01may2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿nicu nurse touched carefusion 3030 alaris alans pump module 8100 to reset it, and immediately alarmed a communication error. Pictures of inter-unit interface (iui) taken and discussed with unit manager. Magnification shows "flattening" and "fraying" damage to the plastic surrounding the metal on some of the ribs of the iui connector this finding has previously been described as contributing to "communication" errors. Typical end users are not able to detect this damage it is difficult to detect even when fully aware of what to look for." There was patient involvement but no patient harm.